Event description:
Could not put weight on knee [weight bearing difficulty], warm to touch [joint warmth] , increased pain [knee pain] ([condition worsened]), swelling [knee swelling] , fluid drawn [knee effusion] . Case narrative: initial information received on 01-jun-2018 regarding an unsolicited valid serious case of united states received from a healthcare professional. This case involves a female patient with unknown demographics who could not put weight on knee, increased pain, warm to touch,swelling and fluid drawn, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment, vaccination and family history were not provided. On an unknown date, the patient started taking synvisc one injection with unknown dosage of batch number 7rfl026a and expiration date 31-aug-2020. On an unknown date, patient experienced could not put weight on knee, warm to touch, increased pain, swelling and fluid drawn from the knee. Final diagnosis was fluid drawn, swelling, increased pain, warm to touch and could not put weight on knee. It was reported that the patient had received steroids as corrective treatment. The patient outcome is reported as unknown for increased pain, swelling warm to touch, could not put weight on knee and for fluid drawn. A product technical complaint (ptc) was initiated on 19-jun-2018 for "synvisc one". Batch number 7rsl026, (B)(4). The reporter stated that the device caused "increased pain, knee was warm to touch, swelling, could not put weight on knee, fluid was drawn " that resulted in "arthralgia, joint warmth, joint swelling, weight bearing difficulty and joint effusion". The production and quality control documentation for lot # 7rsl026 expiration date (2020- 08-301 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the batch record review and frequency analysis for lot # 7rsl026 no CAPA was required. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. As of 09-jul-2018 there are 13 complaints on file for lot # 7rsl026 and all related sublots. Thirteen (13) complaints are on file for lot# 7rsl026a (10) adverse event reports, (1) tip needle breakage and (2) leaky syringes. Final investigation complete date was 09-jul-2018. No safety issues were indicated in this review. Additional information was received in the form of investigation summary on 09-jul-2018. Gptc number and ptc results were added.